Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to mechanical failure. The account clarified that mechanical failure was determined by the patient's constant symptoms of blurred vision and glare with all daily and nightly activities of reading and driving. The incision was enlarged, and the lens was taken out in whole. No other surgical interventions such as vitrectomy or sutures were required. A non-johnson and johnson lens of +19.50 diopter was used as the replacement. The patient is stable, and no injury was reported. No further information was provided.

Manufacturer narrative:
Patient weight and ethnicity: unknown/ asked but information was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: dec 21, 2022, section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. No additional materials were received as part of this return. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue and gauze debris. The lens was cleaned and, no issues that could cause or contribute to the complaint issues could be observed. The complaint issues were not confirmed; therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.